Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump displayed repeated restart alerts and an alert 38 motor stall, and during troubleshooting the device produced multiple unable to proceed messages including during rewind, consistent with failure to infuse and involving the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem and a device malfunction consistent with a motor-related component failure leading to failure to infuse. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.